Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the reported malfunction. The device's multi-function connector and multifunction cable were replaced as a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device rebooted by itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-00839 for a similar event reported from the same customer.